Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. The surgeon twisted the inserter during insertion of oic peek. Therefore, the surgeon removed broken oic peek. The size of oic peek was changed and the operation was completed.

Manufacturer narrative:
Method: device history review; complaint history review; results: the cause of the reported event is user error, specifically an overload applied to the implant during insertion of the device. This was determined based on a similar investigation materials analysis and customer feedback. Conclusion: the avs spacer 9 x 25 x 8 deg - 8 was confirmed to be fractured upon visual inspection. All fragments were returned for inspection. A 2 minute surgical delay was reported. No other adverse consequence was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. The surgeon twisted the inserter during insertion of oic peek. Therefore, the surgeon removed broken oic peek. The size of oic peek was changed and the operation was completed.